Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the up angulation was below service standards, the control knob had minor play and was loose, the distal end plastic cover was chipped and had scratches, the objective lens had a tiny chip, and the black covering of the bending section was cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope cleaning brush could not be inserted, nor removed, something was stuck in the chamber, and tried to put the brush down and it would not go. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the no pass at the biopsy channel at the brush passage, unable to perform dunk test, and no pass at the biopsy channel (foreign material) was found at the foreceps passage. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by customer and the legal manufacturer's final investigation. Additionally, correction: (g2) report source (check all that apply) company representative selected as omitted in error. According to the customer, the device was cleaned, disinfected, and sterilized before being sent to olympus. It was unknown when the foreign material may have adhered to the scope. The foreign material may be the tip of a 60cc slip tip syringe. There was no delay in the start of the pre-cleaning, the syringe tip broke when aspirating water through the instrument channel, the instrument channel outlet was wiped/brushed with a clean line-free cloth. There were no abnormalities in the accessories used for reprocessing. It was unknown if the tip if the syringe got stuck during the last reprocessing of the device or if it was being used for the next procedure. The issue was observed during reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it is possible that the material could be a fragment of a syringe however, this could not be confirmed. There was no damage to the area where the foreign material was detected, and it was unknown if there were any deviations in the reprocessing that was performed. Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.